Event description:
A consumer reported via a manufacturer¿s representative that the neuro pump was not working as intended; the patient ¿wished it would have worked.¿ the patient had spine surgery and the pump was explanted, though the explant date was not reported. No symptoms were reported related to the pump or therapy. No troubleshooting, diagnostics, pertinent medical history, drug information, cause, or patient outcome reported. Follow up was conducted to obtain additional information; if additional information is received a follow up report will be sent. Non-malignant pain failed back surgery syndrome

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l61562, implanted: (B)(6) 1999, product type catheter. (B)(4).